Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during dwell 4 of 4. The patient said the cycler had been stuck in the dwell and would not progress forward into the drain phase.there was also a drain slowly message. Air bubbles were discovered in the patient line and drain line. Fluid was discovered in the pump module. Fluid leaked from cassette module. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event. The patient is using the cycler with no further issues. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.